Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012637880 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the guidewire lumen was observed to be kinked at 0.7 in from the distal tip. During catheter identification and ablation testing, the pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity test revealed an open loop on the electrode #7 wire. Microscope and x-ray imaging and testing was performed to verify the integrity of the catheter subcomponents. During inspection of the shaft segment, broken electrode #7 wire was observed at 10 inches from the electrical connector. In conclusion, the loop catheter failed the returned product inspection due to the kinked guide wire lumen and broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the catheter was inserted noise was generated in the electric potential. The catheter interface cable was reinserted and replaced without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.